Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced palpitations and chest distress due to backup mode noted on the implantable cardioverter defibrillator (ICD). An attempt to reset the device was made which was unsuccessful. The physician explanted and replaced the ICD. The patient condition was unstable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. The device was in back-up vvi mode upon receipt. Analysis of the device image revealed that device went into back-up vvi mode due to reset error consistent with an integrated circuit anomaly. Attempts to restore the device from backup vvi mode were unsuccessful. The device was cut open and device was found to be above elective replacement indicator (eri) level. Back-up operation mode could not be reproduced.

Event description:
New information received notes that the patient was discharged from the hospital after the procedure.